Manufacturer narrative:
Patient posted on an internet blog that he had experienced a broken sensor on (B) (6) 2009. The blog posting was read by a dexcom representative on (B) (6) 2010. Patient was contacted by dexcom technical support on (B) (6) 2010, at which time he supplied a narrative of the events as recorded. Patient was advised, per script, that in the rare instances when a broken sensor wire possibly underneath the skin has occurred in the past, consulting physicians and surgeons have recommended not to remove the wire fragment from the skin as long as there are no symptoms of infection or inflammation. In the event that signs and/or symptoms of infection or inflammation arise, such as redness, swelling, or pain, patient was advised to consult with the prescribing physician for the best way to proceed. Patient was further advised that if there is no portion of the broken wire fragment visible above the skin, attempts to remove without medical guidance were not recommended. Patient was supplied with a kit for return of the broken sensor. Patient acknowledged receiving the kit in communication with dexcom technical support on 02/18/2010, but has yet to return the broken sensor for further analysis.

Event description:
Patient inserted a sensor on (B) (6) 2009, into the right side of this abdomen. Patient reported that the insertion was more painful than normal, but experienced no difficulty with the insertion process. Patient received an early sensor shutoff ("ess") notification within one hour of sensor insertion. Upon removing the sensor, patient noticed that the sensor wire was shorter than normal and reported that there was a "small bump" at the insertion site. Patient's first contact with dexcom technical support was on (B) (6) 2010. Patient reported that a small part of the sensor wire had worked itself out of his body two weeks after insertion. Patient also reported that he can still feel a small piece of the wire just under his skin. Patient stated that the site was not infected and appears to be just fine; that "it is just like a splinter working its way out."